Manufacturer narrative:
A steris service technician inspected the surgical table and found that the facility biomedical department had removed the table's shroud assembly. The technician noted that the table power supply was burned at the power connections and the table base was not properly sealed with rtv sealant to prevent fluid intrusion. Steris has identified the root cause of this incident as fluid intrusion into the base of the table, the technician found fluid under the table power supply causing it to fail and smoke. The technician replaced the power supply and power connections and applied rtv sealant to the table and returned the table to service. No further issues have been reported regarding this device. The surgical table is not under steris service contract and is currently maintained and serviced by the facility biomedical department. The steris technician instructed the facility biomedical engineer on how to properly seal the table to prevent fluid intrusion recurrence.

Event description:
The user facility reported that the surgical table began to smoke at the end of a patient procedure. The procedure had been completed successfully, and the patient was being transferred to a stretcher when the smoking occurred. No injury was reported to either the patient or hospital staff.